Manufacturer narrative:
The test strip lot provided by the customer (lot # 44558) is not listed in field action adc (B)(4). There is no indication that a malfunction occurred directly related to the reported medical event. No investigation is required. A supplemental report will be submitted if any additional information is obtained.

Event description:
Due to a blanket recall on abbott diabetes care products requested by the (B)(6) department of health (doh) on (B)(6), the customers were unable to purchase new test strips nor was adc allowed to ship any new test strips to the customers. Once doh confirmed the release of freestyle products from the blanket recall, adc immediately called customers to offer them a new set of omega meter and test strips set free of charge. Adc customer service called the customer on this case to offer a test strip exchange and then became aware that the customer ran out of her optium test strips. The customer's caregiver reported the customer could not obtain test strips due to its unavailability, and as a result she was unable to test and did not take her normal medication (type not specified). The customer's caregiver also reported the paramedics were called, but it is unknown if any treatment was rendered. In addition, it was reported the customer was admitted at a hospital and diagnosed with hypoglycemia however, the medical treatment is unknown. The customer's caregiver further reported the customer would be discharged the same day from the facility. No further information has been provided. There was no report of death or permanent impairment associated with this event.